Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized after having a seizure on (B)(6) 2016 with a low blood glucose level of 20 mg/dl. The customer stated that the seizure was due to the low blood glucose levels. The customer does not know what caused their blood glucose levels to drop so drastically. The customer stated that they will call back to troubleshoot the issue at a later time. The customer did not return the product back for analysis.